Event description:
As reported by the edwards field clinical specialist, the 26mm sapien valve was implanted in a 50:50 position. Post deployment, a moderate anterior paravalvular leak (pvl) was noted. An additional cc was added to the delivery balloon to post dilate. However, this did not resolve the pvl, so a second 26mm sapien valve was implanted more ventricular than the first valve. The second valve deployment resolved all pvl issues and yielded a good final result. The patient was stable throughout the procedure. Additional investigation revealed the following: the native annulus diameter was 22mm. The patient's aortic root was moderately calcified. The calcium was unevenly distributed. The coaxial alignment of the valve and delivery system was described as good. During valve deployment, balloon inflation was held for three or more seconds and ventilation was held. There was no loss of pacing capture during valve deployment. The patient's ejection fraction was 51%. Per report, the physicians did not know what caused the moderate pvl.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per report, imaging of the procedure was not available for review. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In the absence of imaging from the case, the root cause of the reported moderate paravalvular leak cannot be determined. Per report, the sapien valve was correctly sized for the patient and was implanted in the correct position. It is possible that the uneven distribution of calcium on the native valve may have contributed to the event. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.